Manufacturer narrative:
Product analysis#: 249199570: analysis information: 2020-02-06, 14:04:12 cst pli#: 10; product ID#: 3058, below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Continuation of d11: product ID: 3889-28; explanted: on (B)(6) 2019; product type: lead; h3: analysis of the ins (s/n: (B)(6) found the setscrew was backed out too far. H6: fdc 19 pertains to the ins (s/n: (B)(6). Fdm 10 and fdr 114 pertain to the ins (s/n: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product ID 3889-28, lot# unknown, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the lead moved so the stimulation was in the leg, thus the patient wasn't improved. The cause of the change of the lead was due to the lead move. The cause of the screw issue remained unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) reported the impossibility to screw. They changed the lead and reconnection to the implant but it was impossible to aim at the implant rotating in a vacuum. The issue was resolved after changing the implant. Relevant medical history includes retention urinary.